Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed red, itchy, warm to the touch broken skin. The patient did not require any medical intervention. During a follow-up, it was reported that the patient's irritation did not improve.